Event description:
The clinic reported during a cataract extraction procedure, the phacoemulsification machine stopped working when surgeon was in irrigation and aspiration (I/a) mode and I/a handpiece was in the pt's operative eye when event occurred. The clinic exchanged the phacoemulsification machine to complete the case. The clinic reported there was a three to five minute delay. There was no pt injury reported.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo service technician at the customer's location. The technician was able to duplicate the customer's reported event. The technician checked and verified all connections and components and was unable to identify the exact cause of the event. The power supply was replaced to isolate the reported power loss. The system was verified for all modes of operations and calibrations. The system met amo specifications. As a proactive measure, the machine was replaced and sent back to the manufacturing engineering for further evaluations.